Manufacturer narrative:
The incident has been reported to the MFR on (B)(4) 2010. Results of analysis will be developed in a f/u report.

Event description:
During the patency test, csf did not go through, even though the doctor pumped a lot. However, the doctor implanted the valve. (B)(6) did not get better. The pt then suffered from meningitis. Therefore, the doctor had to exchange the valve. New one is not implanted yet. The doctor wants to know why csf did not flow from the beginning.